Event description:
It was reported that a large amount of blood leakage occurred during insertion with the dilator in the kit at ICU. The device was used on the patient who had a cardiovascular surgery. Customer has stated that been experiencing difficulties at the insertion with our dilators and they have been using medikit 8fr dilators. Device was discarded at the hospital. Follow up indicated that there was blood loss; however, unknown of the amount of blood that was lost. Customer further indicated that trying to decide whether blood transfusion was necessary or not.

Manufacturer narrative:
Device was discarded at hospital